Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, during the use of a 5f mynxgrip vascular closure device (vcd), the advancer tube was not removed naturally and resistance was felt during the removal process after pressing the sealant with the advancer tube. The device was removed and hemostasis was not completely achieved. The sealant wasn't out of the skin so manual compression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position and a syringe was attached to the unit. No procedural sheath was returned inserted on the device. The advancer tube was fully deployed (still mounted on the unit), while no sealant was present on the received device. Therefore, it was concluded that this unit was deployed before its arrival to the cordis laboratory. Additionally, saline solution substrate was observed in the inflation lumen. A dimensional analysis was executed using a ruler to measure the distance between the inflated balloon and the shuttle tube. During this analysis, it was observed that the distance was as expected per the device design. The functional inflation/deflation analysis of the balloon could not be performed due to the presence of saline solution substrate observed in the inflation lumen. This saline substrate was attempted to be removed through an ultrasonic washing method; however, it was not possible. Additionally, the balloon withdrawal through the advancer tube evaluation was executed, and resistance was felt upon the first attempts. However, after an alcohol cleaning was done to remove any substance that may have adhered to the surface, a second attempt to pass the balloon through the advancer tube was made. During this second attempt, no resistance or friction was observed while the balloon was being pulled through the advancer tube lumen. The reported event of ¿balloon-balloon retraction jam-inside the advancer tube¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, the reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint. The exact causes of the issues experienced could not be conclusively determined during analysis of the returned device. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon retraction jam reported, especially since the advancer tube was able to be removed over the balloon during functional analysis of the returned device after the dried material was wiped off. However, procedural/handling factors (such as not ensuring complete balloon deflation before attempting to retract the balloon, or the deployer was pinching/pinning the balloon with the advancer tube) possibly contributed the balloon retraction jam experienced. Also, since the device was received with the advancer tube deployed on the catheter, this indicates an incomplete removal of the device, which could be a contributing factor to the reported failure to achieve hemostasis reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ it should be noted that if the balloon is not completely deflated prior to being pulled through the advancer tube, air could be trapped inside the balloon, resulting in a balloon retraction jam. It should also be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in failure to achieve hemostasis. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during the use of a 5f mynxgrip vascular closure device (vcd), the advancer tube was not removed naturally and resistance was felt during the removal process after pressing the sealant with the advancer tube. The device was removed and hemostasis was not completely achieved. The sealant wasn't out of the skin so manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.